Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead and associated device received a shock. Noise was seen on the channel which was reproducible when the patient raised their arms. An increase in pacing thresholds was also noted. The patient was seen for a revision procedure where the lead and device were explanted. There were no additional adverse patient effects reported. The device has been returned for analysis.